Event description:
Boston scientific received information via a latitude red alert that this cardiac resynchronization therapy-defibrillator (crt-d) displayed right ventricular (rv) and left ventricular (lv) pacing impedances of >2000 ohms. Noise and oversensing were also observed on the pace/sense channel of the rv lead. A lead revision procedure was performed. Noise was able to be reproduced when the physician tugged on the rv pace/sense portion of the lead. Manipulation of the header resulted in a significant amount of movement but did not produce noise. Next, the set screws were checked for tightness and were determined to be in proper position. The device was disconnected from the leads. The rv lead was tested through the pacing system analyzer. The lead displayed normal impedances and no noise was observed. The physician decided to explant the device and replace it due to the movement of the header. There were no adverse patient effects. The device has been returned for analysis.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. This observation could not cause pacing impedance and sensitivity problem. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. The device is a part of the subpectoral implant 2009 advisory. Additional analysis was performed. A 500 ohms load resistor was attached to the pacing channels and shocking leads. The device was commanded to perform lead impedance measurements, and all impedance measurements were within their normal range except the left ventricular (lv) impedance which was measured to be >2000 ohms. The lv electrode configuration was checked and it was set up to pace/sense lv tip and pulse generator (pg). The lead configuration was then changed to lv ring to lv tip. This change in programming then yielded normal impedance measurements. Functionality and therapy delivery were verified through automated testing. The right atrial (ra), rv and lv leaf springs were sent to the core lab for further analysis in order to determine if there was trace of contamination or rust that could possibly have contributed to the clinical observations. There was no indication of corrosion or residue other than body fluid found on the ra leaf spring. Nine out of ten tines of the rv leaf spring showed evidence of electrolytic pitting, while no evidence of corrosion was found on the lv leaf spring. However, the lv leaf spring showed evidence of a residue near the apex of the tines that is composed of iron, titanium, silicon and oxygen. The source of this residue was unknown.